Event description:
It was reported that there was a power on resent on the device, the right ventricular lead was oversensing, gave inappropriate shocks for noise, possible lead fracture and the patient heard an alert tone. The atrial lead had dislodged during extraction of the right ventricular lead. The device, atrial lead and ventricular lead were explanted and a new system was implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies found. (B)(4) the full lead was returned in segments and primary analysis revealed that the distal conductor was fractured. Blood/body fluid was present on the outer tubing overlay, in/on the helix/lobe mechanism and helix/lobe sleeve head. The inner insulation was kinked/buckled. The outer tubing overlay was melted and the outer insulation had cosmetic depression. (B)(4) the full lead was returned and primary analysis revealed no anomalies. The proximal conductor was distorted. Blood/body fluid was present on the proximal conductor (not obstructed). The outer insulation had a cosmetic cut, cosmetic depression, and a breached cut. There was blood in/on the helix/lobe mechanism and on the sleeve head. There was also apparent explant damage.